Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Device received for this event is being corrected from ank c/x impl a8/d3.5/l8 catalog # 17-0542 (31010405) to ank impl a8 d3,5 mm/l8 mm catalog # 31010205.